Event description:
It was reported that during the implant procedure, the stylet was difficult to remove from the right ventricular (rv) lead. Another stylet was inserted, however, the stylet was unable to completely advance within the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.